Event description:
It was reported that the patient had an initial surgery due to periprosthetic fracture. During this procedure, a 15 hole right distal femur ncb plate was used, along with cables and screws/locking caps to stabilize the patient original fracture. However. This fracture failed to heal correctly and resulted in a displaced nonunion fracture. Subsequently, approximately 5 months post implantation, underwent a revision surgery. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. It was reported that the fracture did not heal correctly, resulting in a displaced non-union fracture and leading to the revision of the ncb plate. However, based on the given information and results of the investigation a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.